Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range pace impedance measurement greater than 3000 ohms for greater than six months after increasing gradually. A boston scientific representative checked the device in clinic. Technical services (ts) recommended consulting with the patient's physician for next steps. This lead remains in service. No adverse patient effects were reported.